Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Additional information was requested and the following was obtained: what is meant by "device automatically fired"? Did the device activate when the min/max is not depressed. Yes, the instrument had actually delivered energy without the min or max button being pressed. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons was depressed, but no continuous activation occurred during any functional testing.  There were no alert screens displayed at any time during testing. The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a thyroid procedure the device automatically fired. There was an error message of 'relax pressure on blade' that appeared. Device could not be activated. Surgery was completed with a new device. No harm to patient.

Manufacturer narrative:
(B)(4). Batch #: u40n8t. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by "device automatically fired" did the device activate when the min/ max is not depressed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.